Event description:
The manufacturer became aware of an allegation of ds2 auto CPAP that the patient alleges that the device makes a sound and it would not operate properly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Corrections made are as follows: problem code grid. Adverse event.